Event description:
Patient underwent MRI left hip without incident was known to us. Md telephoned informing us 2 months later that the pt complained of left groin pain since undergoing MRI left hip. Pt believes pain relates to MRI study but did not seek care for the pain since study date. Patient describes pain as burning - p.e. No tenderness, no hernia. Computer data reviewed and all parameters for patient's exam were approprite for study and for safety. Siemens checked coil used, found no problem with it but replaced it and sent coil back to lab for additional review. Pt is pain, not relieved by nsaid. Patient referred to surgeon for possible hernia. No other patients undergoing MRI hip have complained of any untoward effects from the exam. Norteworthy, the pt was brought into the scanning suite and myself and the technologist reviewed with him the procedure that had been carried out when he had his scan, both how he was positioned with the coil and how the exam was done. Although the pt indicated that he had pain resulting from the time laser light was used to achieve the proper positioning of the coil over the left hip area, patient did not complain of any pain to the technolgist during the course of the eval. None of the images reviewed show motion artifact to indicate that the pt was in discomfort at the time of the procedure. Patient has been instructed to call me in several days to determine if the advil has been effective in controlling his discomfort.